Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the patient states not having a patient programmer and they thought they had the implant removed but it still comes on and off all the time and someone is using it like a bowel and bladder stimulator and going all over her body with it. Patient states getting a letter in the mail saying they were implanted again. Caller states they put in another device a rtg. Patient states showing a x-ray with 5 implants from medtronic. Patient states not having the letter but it was (B)(6), pain, brain and pelvic therapy. Patient states they got shut down by the state. Patient states they are eating her body fluids backwards. Patient states having a wiretap on their headset and someone is in the patients ear and talking. Patient states going to the doctor about 50 times. Patient has been to the hospital a million times to the ER and in hospitalized and they are not checking the product, they do not know anything about it, they don't know how to operate it, and they does not know what it is doing to the body. Patient also states having bronchitis or pneumonia right now from some of this. Patient requested physician listing be mailed. Pss mailed listings. The patient was redirected to their healthcare provider to further address the issue. Additional information was received on 2025-feb-19, (B)(6) got a letter from this patient and management request agent to call patient to find out how we could assist her. Patient went over the same things from prior conversation. Patient doesn't have the patient programmer. Patient claims someone is turning the stimulation on and off through the internet. The stimulation is coming on randomly and shocking her. When it storms it shocks different parts of the body. Sometimes she feels it in her eyes. Inside the body it is doing weird things. Patient said she thought the stimulation was turned off. Patient thought she had the device removed. She got a letter that doctor (B)(6) from (B)(6) implanted a device from pain/brain and pelvic therapy from rtg group. The patient said she didn't have surgery for this implant. Patient wanted a patient programmer sent to her to shut off the therapy. Agent explained sunmed and needing to get a prescription from a doctor to replace the device. The patient got very up set and said he doctor is no longer practicing and all the doctors and ER she has gone to don't know about the device. Patient said she has made an appointment in (B)(6). Agent suggested hcp call medtronic to request a rep to come to appointment to assist. Patient got mad and disconnected the call.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that it was unknown if the medtronic device was causal or contributory to the bronchitis/pneumonia and hospitalization. The cause of it still coming on and off was not determined. They stated it was an istim gyn with paddle and handle. Lost the remote. Issue was not yet resolved. The cause of the wiretap on headset and someone talking was not determined.